Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: d5, e1, g2. The fse that encountered the issue replaced the fiber-optic sensor extension cable assembly (0012-00-1562). The fse completed the pm. The unit passed all functional and safety tests per manufacturer specifications. The failure analysis and testing dept. Received this part with a reported unit failure of broken connector for fiber optic iab. The failure analysis and testing dept. Performed visual inspection of the part received part fiber optic sensor extension cable assy ramv and found that the blue receptacle housing of the fiber optic connector is broken. Due to the extent of the damage, further investigation by the failure analysis and testing department is not possible. The failure analysis and testing department was able to verify the failure as described by the customer. Retaining the part in the fat dept. Per procedure.

Event description:
N/a.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had broken fiber optic connector. The issue was found by getinge fse during preventive maintenance and there was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.